Event description:
The following literature publication was reviewed: brinster cj, rengel z, tackett c, et al. Vessel-level comparative analysis of five-year renal branch performance following fenestrated-branched endovascular aortic repair using thoracoabdominal multibranched endoprostheses and physician-modified endografts. J vasc surg. 2026. This study evaluated long-term renal artery branch outcomes following fenestrated-branched endovascular aortic repair using thoracoabdominal multibranched endoprosthesis (tambe; w. L. Gore & associates) compared with physician-modified endografts (pmeg). The study included 716 patients with 1,339 renal arteries treated between 2015 and 2025 at two aortic centers, comprising 83 patients with 159 renal arteries treated with tambe and 633 patients with 1,180 renal arteries treated with pmeg. Patients had pararenal abdominal aortic aneurysms (pra) or thoracoabdominal aortic aneurysms (taaa). Methods consisted of vessel-level analysis of renal branch outcomes after fenestrated-branched endovascular aortic repair, including assessment of target vessel instability, primary patency, branch-related endoleak, and branch-related reintervention. At 5 years, freedom from target vessel instability was lower in tambe renal arteries than pmeg renal arteries (82.7 vs 89.5), driven primarily by lower freedom from branch reintervention (80.5 vs 90.8) and lower primary patency (83.3 vs 93.7), while freedom from branch-related endoleak was similar (98.2 vs 93.9). The difference was primarily related to right renal arteries, where freedom from target vessel instability was 77.9 for tambe and 91.3 for pmeg, whereas left renal artery outcomes were similar. In pararenal aneurysms, tambe demonstrated lower freedom from target vessel instability and branch reintervention than pmeg, while outcomes in thoracoabdominal aneurysms were similar. Multivariable analysis identified tambe use and bridging stent diameter of 4-5 mm as independent predictors of target vessel instability, loss of primary patency, and branch reintervention. The study defined target vessel instability as a composite of renal branch occlusion, branch-related endoleak, branch-related reintervention, and branch-related mortality; most events occurred during the first postoperative year. No independent predictors of branch-related endoleak were identified. The authors concluded that right renal artery instability and pararenal anatomy were the principal factors associated with reduced long-term renal branch durability in the tambe cohort and that branch geometry and renal incorporation strategy appeared more influential than progressive device fatigue. This case captures renal branch target vessel instability, loss of primary patency, branch-related reintervention, branch-related endoleak, branch occlusion, and branch-related mortality reported in association with the tambe cohort, involving 83 patients and 159 renal arteries, with most events occurring during the first postoperative year and without attribution to an individual device malfunction.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.